Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high pacing threshold measurements of 5 volts at 1 millisecond and had low amplitude as well. The patient underwent fluoroscopy and it showed that the lead was in the same position as before, however, the patient was still scheduled for a lead re-evaluation. Two weeks after that, the lead was found to have dislodged and a competitor lead was implanted in place. The explanted rv lead is expected to be returned to the laboratory. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited high pacing threshold measurements of 5 volts at 1 millisecond and had low amplitude as well. The patient underwent fluoroscopy and it showed that the lead was in the same position as before, however the patient was still scheduled for a lead re-evaluation. Two weeks after that, the lead was found to have dislodged and a competitor lead was implanted in place. The explanted rv lead was returned to the laboratory. No additional adverse patient effects were reported.